Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery that is 80% stenosed. During advancement of an unspecified balloon dilatation catheter (bdc) over ht balance middleweight universal ii guide wire, the guide wire was sticking to the unspecified balloon. The guide wire was removed independently without issue. Another bdc was used along with a whisper guide wire to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequently, after the report was filed it was noted resistance was felt during removal of the bmw universal ii guide wire with an unspecified balloon catheter. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a balloon catheter encountered resistance during advancement and removal over the wire. Factors that may contribute to difficulty advancing or removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.